Event description:
It was reported that the valves of four (4) one-link y-type microbore catheter extension sets were crystallizing and were completely clogged. The valves were washed with saline before and after administering medication. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), h4, h6 (update codes), h11. H11: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection was performed and a set with crystallization was observed. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.